Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that his blood glucose values have been dropping low about three times a day to around 50mg/dl. Customer alleged that his smartguard was over correcting and was giving him too much basal. He said his blood glucose values drops between 1-3am, 6-8am, 12 - 2pm, 7-9pm. No treatment was mentioned for the low. Troubleshooting was not done since helpline could not reach the customer. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, possible over delivery anomaly. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-7040a, mmt-1884, mmt-342g, mmt-441a. Troubleshooting was performed. Customer reported that their smart guard bolus recommendation was not correct. Customer reported low blood glucose. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-441a.